Event description:
Additional information was received from the patient. They reported that the steps taken/will be taken to resolve the issue as being "had to be removed due to pain in hip and down leg for 6 months." They reported conflicting information, noting that device removal/replacement is "scheduled for (B)(6) 2024."

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and fecal incontinence. It was reported that they have been in pain since implant. Patient said the pain is always around the battery and goes down their leg and when they sit or lay down they are in pain and the pain gets worse if they turn it on. Patient has been taking pain pills. Patient stated the pain continued with ins off. The patient was redirected to their healthcare provider to further address the issue. Patient stated they are not going back to the hcp they saw for implant. Emailed physician listings to patient. Email sent to field staff notifying them of the situation. Additional information was received from a manufacturer representative (rep). When asked about the cause of the pain they stated that it was unknown. When asked what steps were taken to resolve the issue they stated that the physician told the patient to turn off the device. It was unknown if the issue had been resolved. Additional information was received from the patient. They reported that since date of implant they had experienced severe pain down the back of their leg and buttocks, electrical shock, and poking in vagina area. Patient said that the device had been adjusted three times and each time they were in pain all day and all night. Patient also said that in the middle of the night they experienced pain and turned stimulation off however the pain never stopped and said that it was like a toothache all the time and the longer they would sit the worse it got. Patient said that the manufacturing representative (rep) turned down the setting to the very lowest setting about a month ago. Patient said they turned stimulation off that night however still felt pain. Patient said they go to water aerobics and that they wouldn't be able to walk if they didn't. Patient said that they did have a full spine x-ray, however their gastroenterologist didn't review results of x-ray or the report. They said that on (B)(6) 2024 the nurse from gastroenterologist office called and redirected patient to contact implanting physician to remove the implanted system. When asked, patient said that they were scheduled to receive a call from the hcp office next week about scheduling removal of device. Patient stated concern about payment and doesn't feel they are responsible to pay anything. Patient was redirected to contact office manager at managing physician's office. Patient also stated they would like the implanted system to be sent back to the manufacturer for analysis. Patient also wanted to make sure someone from the manufacturer was going to be at the procedure. The patient was redirected to their healthcare provider to further address the issue. Patient asked who will be there for the procedure. Reviewed information and redirected patient to discuss with healthcare provider.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.